Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the spectra penile prosthesis (spp) was explanted because it was "defective".